Event description:
It was observed that the power cable from the cell-dyn ruby analyzer that plugs into a ups was found burned. The power cable was replaced. There was no reported injury.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The cell-dyn ruby, serial number (B)(6) was evaluated. The abbott power cord (cord, pwr, 125vac/10a), which plugged into the customer¿s uninterruptible power supply (ups), was burned. It was suspected that the abbott power cord (cord, pwr, 125vac/10a) may not have been plugged into the ups properly, which led to the overheating of the abbott power cord (cord, pwr, 125vac/10a). The analyzer returned to normal operation after replacement of the abbott power cord (cord, pwr, 125vac/10a). The abbott power cord (cord, pwr, 125vac/10a) is specifically used with the cell-dyn ruby analyzer. There have been no further documented occurrences of burnt components after the abbott power cord (cord, pwr, 125vac/10a) was replaced. The instrument service history was performed and found no contributing factor on or around the date of the event. A complaint search for the past 12 months only identified this single event associated with a burnt abbott power cord (cord, pwr, 125vac/10a). The complaint search did identify one additional complaint, however it was determined to be not related to the current complaint issue as the customer utilized a non-abbott power cable on the ruby analyzer. A review of the manufacturing documentation did not identify any issues for the abbott power cord (cord, pwr, 125vac/10a). Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
It was observed that the power cable from the cell-dyn ruby analyzer that plugs into a ups was found burned. The power cable was replaced. There was no reported injury.